Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9/h3: device available for evaluation changed from yes to no.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide for a peripheral interventional procedure. Reportedly, when performing the step that the wires [sutures] appear, they were observed to be half the normal size [suture separation]. Another proglide was attempted but the same occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account confirmed the following information: when the plunger was removed in step 3, the suture was noted to be separated. Another proglide was attempted but the same occurred. Femoral imaging was not performed. The procedure was a post-close procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Component code 4775 removed; 3088, 4733, 3114, 525 added. Type of investigation code 4114 removed; 10 added.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide for a peripheral interventional procedure. Reportedly, when performing the step that the wires [sutures] appear, they were observed to be half the normal size [suture separation]. Another proglide was attempted but the same occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.